Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign object that came out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 months since the subject device was manufactured. During examination, the foreign material could not be identified. Based on the results of the investigation, the cause of the foreign material that remained in the nozzle was not confirmed. There was no damage to the area where the foreign material was detected. It was unknown whether there was a deviation from instruction for use (IFU) in reprocessing steps for the locations where foreign material remained. However, olympus could not identify a definitive root cause of the event. The subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions for gif/cf/pcf-190 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-190 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.